Manufacturer narrative:
H11: the devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
D4: unique identifier (UDI) #: the lot number (10) and subsequent manufacturing date (11) are unknown; therefore, the UDI number only will contain the device identifier (01). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported a hole was observed in the tubing of an unspecified quantity of clearlink system continu-flo solution sets which lead to leaks. The events occurred during prime. There was no patient involvement. No additional information is available.